Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the telemetry session was ended inadvertently during the implant thus the device was not checked after it was connected. At the post operation check no capture was noted on the right ventricular lead and out of range pace impedance measurements. A connection issue was suspected. It was not possible to get torque wrench out of the header to loosen the lead, and it was noted that the set screw was possibly faulty. Finally the lead was disconnected from the device and attached to a new device. No adverse patient effects were reported.